Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had open book image on the screen. The blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2019 at 5:42:58 pm, (B)(6) 2019 at 5:43:13 pm, (B)(6) 2019 at 5:43:19 pm and (B)(6) 2019 at 5:43:35 pm according in the formatted history file/detailed trace file. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 2 days prior to the event date (B)(6) 2019 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2019 17:43:13.000 (B)(6) 2019 17:43:35.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2019 12:18:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2019 13:39:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2019 14:10:00.000 (B)(6) 2019 17:42:13.000 (B)(6) 2019 17:42:26.000 (B)(6) 2019 17:42:37.000 (B)(6) 2019 17:42:50.000 (B)(6) 2019 17:43:13.000 (B)(6) 2019 17:43:35.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2019 17:42:12.000 (B)(6) 2019 17:42:26.000 (B)(6) 2019 17:42:37.000 (B)(6) 2019 17:42:50.000 (B)(6) 2019 17:43:13.000 (B)(6) 2019 17:43:35.000 insert battery alarm was expected since the battery was removed from the pump. Unable to verify the power management graph due to insufficient data on the graph. Unable to test for low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Pump error 4 alarm (file number: 32122 line number: 2727) was recorded and found in the formatted history file on: (B)(6) 2019 5:43:11 pm (B)(6) 2019 5:43:18 pm (B)(6) 2019 5:43:33 pm (B)(6) 2019 5:43:40 pm pump error 4 alarm (file number: 32122 line number: 2727) was confirmed, suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion on the force sensor, motor and vibrator assembly noted. ¿ the p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Retainer ring damage (a cracked retainer) was confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Pump error 4 alarm (file number: 32122 line number: 2727) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.